Event description:
It was reported by the patient's mother on (B)(6) 2012, through an online forum, that the patient was losing epilepsy control. The mother indicated that diagnostics were performed and had normal results; however specifics were not provided. The mother also mentioned that the patient may have scar tissue around her lead. The cause of the loss of epilepsy control is currently unknown, and attempts for additional information are underway.

Event description:
Additional information was received that the patient underwent explant around (B)(6) 2013. Attempts for the explanted devices have been unsuccessful. The patient repeatedly complained of ¿shocking¿ in her neck, despite the device being switched off for more than 2 or 3 years (output current and magnet current set to 0.0 ma) when it was initially programmed on, all system diagnostic tests were within normal limits. The patient has an intellectual impairment, and the mother doesn¿t know that the patient can always communicate her experience clearly, so the ¿shocking¿ feeling she had was not certain. The patient¿s mother was convinced the stimulator made the patient¿s epilepsy worse, whether it was on or off, as it was irritating the patient; therefore, removal was requested. The coils of the lead were left in place during explant. The surgeon said there was some tension on the electrode, which is what the patient may have been experiencing as the ¿shocking.¿ it may have been this sensation of tension as she grew and there wasn¿t enough tension relief on the lead. The patient's device was explanted on (B)(6) 2013 and not replaced. The device was disabled approximately two years prior; however, the exact date is unknown.

Manufacturer narrative:
Corrected data: the previously submitted MDR provided information not related to this patient or event.

Event description:
Follow-up revealed that the information provided on the previous manufacturer report did not involve this patient and was reported in manufacturer report # 1644487-2015-04342.